Event description:
The customer stated that she was hospitalized due to hypoglycemia. The customer's blood glucose reading at the time of the report was 110 mg/dl. Troubleshooting was performed, and the settings on the insulin pump were checked. The customer stated that she is not always disconnected during priming, and she may have been connected when she primed the insulin pump on the date of the event. The customer also stated that she forgot to eat a meal, which, combined with the 75 units of insulin delivered during this time frame, may have caused the event. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.